Event description:
The patient was admitted for a procedure in 2008, with a heavily calcified lesion in the circumflex artery. The lesion was not pre-dilated. The 2.5x8mm cypher stent was being advanced to the lesion, but failed to cross. The physician withdrew the stent with the intent of pre-dilating. The stent was examined outside the body for any discrepancies. The scrub technician noted a "plastic like" string (clear; like the balloon material) hanging from the tip of the stent catheter. It is uncertain if it is balloon material or perhaps catheter material. The scrub technician thought that the material was a piece of gauze and attempted to remove it. However, when the piece did not come off, he realized that it was attached and did not pull any harder. They did not feel comfortable using the stent and are returning it for analysis. Ultimately, the physician pre-dilated the lesion and placed a different cypher stent. The procedure was finished successfully and there was no harm to the patient.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.